Manufacturer narrative:
A ge representative evaluated the system and repaired 2 pins in a connector. The system operates as intended.

Event description:
The customer reported the monitors would not power up. No patient injury was reported.